Event description:
Technician alleged that when pressing the head down, the whole bed will run down.

Manufacturer narrative:
Technician found that both assemblies for the left siderail were crushed. Technician replaced the cables to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.